Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wake button was difficult to press. Customer reported wake button working as intended. Customer's blood glucose was 111 mg/dl.